Manufacturer narrative:
The device was received in normal working conditions with battery voltage above eri. Analysis performed, indicated normal device functionality. At a maximum shelf storage time of 18 months, longevity is reduced by approximately 5 months. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The complaint of battery problem was not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon set-up interrogation of the implantable cardiac monitor, the battery longevity was less than beginning of life (bol). It appeared that the device had previously been set-up. There was no patient involvement.